Manufacturer narrative:
Concomitant product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the patient via the healthcare professional (hcp) reported that they were made aware by the manufacturer's representative on (B)(6) 2016 that the leads were "messed up." The patient was to have a shoulder scan. Additional information received reported that the representative tried to reprogram the patient and could not. Every position on the electrodes was tried but produced pain in their back. As to what led up to the issue, the patient stated that their jog was very active but nothing stood out as far as a specific accident. Impedance testing showed all values within normal limits. The patient was told to contact their doctor's office to get an x-ray taken of their back. No surgical intervention had occurred and it was unknown if one was planned. The issue was not reported as resolved at the time of report. The patient status at the time of this report was noted as "alive - no injury." The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the manufacturer&#38112;representative reported that x-rays taken showed the leads had moved. The patient was scheduled for lead revision on (B)(6) 2016. Additional information received on (B)(6) 2016 from the healthcare professional (hcp) via the manufacturer's representative reported that the patient had a loss of pain relief and a loss of their stimulation. The managing physician took an x-ray and discovered the leads had "fallen". It was discovered that the anchors had broken away from their sutures and both leads "had fallen". The physician decided to explant both leads and replace with new ones. The issue was reported as resolved at the time of this report. The patient status was noted as "alive - no injury". If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that on (B)(6) 2016 they had revision surgery to replace the lead and reposition the ins (used the same ins from original implant). The ins was moved to the kidney area of the back for comfort reasons. If additional information is received, a follow up report will be submitted.